Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that multiple error alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting for multiple pump error. Device will not return device for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. Device primed properly. No excessive no delivery/occlusion alarm. No unexpected low battery alarm anomalies noted. Device received with stripped battery cap coin slot(p), minor scratched lcd window, cracked case at the display window corners and cracked lcd window. (B)(4).